Manufacturer narrative:
Based on the information provided, isi has not determined the root cause for the alleged post-operative complication(s) experienced by the patient. The surgeon has attributed the post-operative hematomas to the use of blood thinners and the two row design of the green stapler 45 reloads. If additional information is received a follow-up MDR will be submitted to the FDA. Isi has reviewed the site's system logs with a procedure date of (B)(6) 2016. No related system errors were found to have occurred during the surgical procedure. This complaint is being reported due to the following conclusion: after undergoing a da vinci-assisted sleeve gastrectomy procedure, the patient experienced post-operative complications that required medical intervention. However, there is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred.

Event description:
It was initially reported that after undergoing da vinci-assisted sleeve gastrectomy procedures, five patients had developed post-operative hematomas since (B)(6) 2015. According to the initial reporter, there was no allegation that a malfunction of a da vinci system, instrument, or accessory occurred during the surgical procedures. The initial reporter indicated that it was the surgeon's belief that the hematomas were a result of the two row design of the stapler 45 instrument. The surgeon also reportedly claimed that the cut edge of the staple lines were always bloody. On (B)(6) 2016, intuitive surgical, inc. (Isi) received the following information from the surgeon regarding the reported events: the surgeon indicated the da vinci-assisted sleeve gastrectomy procedures were performed on (B)(6) 2015, (B)(6) 2016. The surgeon did not provide the date of the fifth surgical procedure since he verified that no robotic staplers were used during the case. The surgeon stated, there is another factor that may be more important than the stapler. The surgeon explained, these hematomas all occurred after I made a change in patient management by giving them all pre-op lovenox as a blood thinner. The surgeon further stated, from (B)(6) 2015 I used only external compression devices intraoperatively and had zero hematomas (as far as I know). In addition, he stated, so my sense is that it is not the stapler alone per se, but rather the combination of the two row designed stapler with a blood thinner added in a the same time as the procedure is done. The surgeon has reportedly gone back to using external compression devices and starting the lovenox 24 hours after surgery. He has had no reported recurrences of post-operative hematomas as of the date of this report. The surgeon also mentioned that he has switched to the three-row blue stapler reload at the top half of the stomach. The following information pertains to the patient who underwent the da vinci-assisted sleeve gastrectomy procedure on (B)(6) 2016. The patient reportedly developed a hematoma at the bottom of the staple line. On post-operative day 20, the patient underwent CT-guided drain placement and evacuation of an infected hematoma. No other clinical information was provided by the surgeon. Refer to the mdrs with the following patient identifier 's for information regarding each of the remaining 3 patients who allegedly experienced post-operative hematomas involving a robotic stapler: patient identifier (B)(6): procedure date = (B)(6) 2015 patient identifier (B)(6): procedure date = (B)(6) 2016 patient identifier (B)(6): procedure date = (B)(6) 2016.